Event description:
The angiosculpt was inflated twice. After withdrawing the device it was observed that the distal scoring element was slightly bent out of plane. This might lead to difficulties when re-inserting the device, or may lead to a detachment of small parts. The deformation had no influence on this procedure. Pta result was fine. Additional information received on (B)(6) 2013: regarding the event description, it is probably more a peeling of the bond and/or detachment of the distal end of the scoring element instead of "the distal scoring element was slightly bent out of plane." Additional information received on (B)(6) 2013: lesion less calcified, problem was more of a dissection.

Manufacturer narrative:
The pt information is unknown. Attempts to obtain the pt information has not been successful. A dissection occurred during the use of the angiosculpt device. No clinical injury was reported by the physician. The angiosculpt device was returned for lab analysis. Visual examination confirmed one scoring element strut lifted but remained intact to the distal bond. During functional testing, a 0.014" guide wire was inserted through the guide wire lumen with no resistance. The balloon was attempted to be inflated but was unable to inflate due to contrast media in the catheter. The device was soaked in water for a week. After soaking, a 0.014" guide wire was inserted through the distal tip with lots of resistance. The balloon was then inflated to 8 atm and was able to hold pressure. At this pressure, an uneven scoring element was observed. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, arterial dissection is listed as possible adverse effect of the procedure.